Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 138 mg/dl at the time of the incident. Troubleshooting was performed. Customer states the type of battery in use is alkaline. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was monitored for several days and was received with all operating currents within specifications including the passing of the a 21 error test and displacement test. There were no unexpected battery out limit alarm anomalies.